Event description:
It was reported that, following a convective radiofrequency water vapor thermal therapy procedure consisting of four treatments administered under general anesthesia, the patient experienced nausea and vomiting. They vomited many times and what was believed to be bright-red blood was noted in the vomit. Anti-nausea medication was administered. No further patient complications were reported.

Event description:
It was reported that, following a convective radiofrequency water vapor thermal therapy procedure consisting of four treatments administered under general anesthesia, the patient experienced nausea and vomiting. They vomited many times and what was believed to be bright-red blood was noted in the vomit. Anti-nausea medication was administered. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. H3 other text: the device did not return to bsc for analysis.